Event description:
Following focused ultrasound treatment for essential tremor, the patient experienced imbalance, speech issues, and mobility/gait issues.

Manufacturer narrative:
Imbalance, speech issues, and mobility/gait issues are known side effects listed in the information for prescribers. This was a complaint received through the company website with limited information. The investigation has not been completed yet. This report will be updated if additional details are received. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.